Manufacturer narrative:
(B)(4). Damaged release button the analysis found that one device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife not on the home position. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, there were three devices used by the surgeon. He first used two devices the first device would not close, he used a second device and it would not fire. It is not known what he used after that during the procedure. No information is available at this time on how the case was completed or the patient status.